Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. Dexcom representative advised patient to replace the sensor which was unsuccessful for the reported issue. No additional patient or event information is available.